Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown sized amplatzer pfo occluder was implanted. On an unknown date, one and a half year ago, the amplatzer pfo occluder was explanted due to migration of the device in the aorta. It is unknown if a replacement device was implanted. Patient status is unknown.

Manufacturer narrative:
An event of explant due to migration of the device in the aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.na.